Manufacturer narrative:
The outflow graft 0001797640 was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the outflow graft met all requirements for release. Visual inspection via cta was conducted and confirmed the reported kink in the outflow graft. Review of the log files revealed pump parameters within the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There are no apparent contributing clinical factors to the reported event. The most likely root cause is the outflow graft being anatomically too short. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Flow obstruction is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including implantation guidelines). The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported via the dt 2 database from a us site that the hvad operating speed was 2700 during the echo, the aortic valve open with each beat, the heart function seems to have recovered some with an ef 35%. The exiting velocities from the outflow graft were elevated (3.0m/sec). A cta was done on 8/21/15 and it was reported that there appears to be a kink in outflow graft near the anastomosis. On (B)(6) 2015, the limited treatment options were discussed with the patient and wife and it was decided to continue with standard medical care. There was no treatment medically, procedurally or surgically of the kink at this time. No additional information is available. The investigation is ongoing.